Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) noted that the station had been crowbarring, and the customer had isolated the issue prior to the fse's arrival to drawers 3.1 and 3.2 (half-height). The fse narrowed the problem to the board in drawer 3.1, which was causing the issue. The board was replaced, and the fse also replaced the inseparable on drawer 7 due to a missing magnet on the full-height drawer. The fse then configured the drawer and completed testing using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the power was down. The customer tried to open back of device. However, issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.